Event description:
It was reported that, following lead replacement on (B)(6) 2012, the patient experienced stimulation in the wrong location. The patient felt stimulation in the abdominal area that did not subside when stimulation was turned down. Additional information received indicated that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; product typ lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; product typ lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).